Manufacturer narrative:
Other applicable components are: product ID 37791 serial# unknown product type recharger product ID pnma01411a004 serial# unknown product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting poor coupling while recharging the ins. The patient stated that they knew the antenna has a lot to due with coupling. Antenna locate and turning the antenna dial through all 4 positions did not resolve the issue, as the patient had 0 coupling boxes. It was also reported that the patient's recharger belt becomes loose often and that the insr antenna comes out of the belt hook easily. The patient noted that the belt was not broken, but a new one was sent to the patient anyway along with a new antenna. The patient was advised to follow-up with the hcp if the replacement belt/antenna did not resolve the coupling issue. No further complications were reported. Additional information was received from a patient on (B)(6) 2017. The patient stated that they have not been able to charge their implant in a while since the battery was moved inside their body. In the past the patient had coupling issues which was found out to be due to the battery being moved. The patient stated that they would be getting a revision done to move the battery back. The event date was unknown. The patient would follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.